Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.

Event description:
It was reported via phone call, that 911 was called and the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was between 300 mg/dl and 400 mg/dl. The customer reported having symptoms of vomiting and migraine. The customer was wearing the insulin pump at the time of hospitalization. It was also mentioned that the customer received low battery alert. Customer's blood glucose level at the time was unknown. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.